Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display cracked and the reporter was unable to read it safely. It was reported that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Using the returned battery cap, the pump powered up with the appropriate audible and vibratory features. No damage was observed with the display. The investigation was unable to verify the reported damaged display issue. Unrelated to the reported display issue, the verify screen was dim and discolored and the battery compartment was found to have cracked at the grip pad. No moisture intrusion or loose components was found when the pump casing was opened to further investigate.